Event description:
It was reported that during a ptca/stent procedure of a 6mm circumflex artery, a j&j biliary stent was placed on the advance balloon for deployment. The IFU states that the advance is indicated for peripheral use only. As the balloon was being inflated, the stent appeared to "dog-bone". The balloon ruptured with entrapment of the angioplasty catheter. The pt was sent for an emergency CABG to remove the stent and angioplasty balloon, and to bypass the occluded coronary artery. No other info was provided.